Event description:
It was reported that during a celiac artery stenting procedure, a stent moved on the balloon and dislodged inside the patient. Procedure performed to locate the source of bleeding in a status post trauma patient who was experiencing intermittent large volume upper gi bleeding. The lesion was located in the celiac artery. The stenosis was 99%. Access was gained through the right femoral artery. Multiple wires and catheters (other manufacturer's devices) were used in an attempt to gain access across the stenosis and when access was ultimately gained, it was lost. Decision was made to switch to another manufacturer's 6f guide catheter, which was placed within the ostium of the celiac access. A microcatheter was used to cross the stenosis and a stabilizing wire (another manufacturer's) was placed in tandem into the splenic artery. Multiple unsuccessful attempts were made to catheterize the left gastric artery with a variety of catheters. Balloon angioplasty was performed using a 4x2 mm maverick balloon positioned across the lesion. The balloon was inflated, but there was not significant improvement. Ultimately it was decided that in order to access the left gastric artery as well as to prevent thrombosis a 6.0mmx18mmx90cm biliary express stent was advanced to the superior mesenteric lesion. However, the stent would not cross the high grade stenosis and became detached from the balloon and trapped on the wire. A 3x15mm maverick balloon was positioned across the lesion and inflated. The stent was then safely retracted into the iliac system and deployed in the right external iliac artery, just above the level of the inguinal ligament. A 7mm sterling balloon was advanced into the iliac artery within the stent and inflated. The guide catheter was then advanced across the celiac lesion. A second 6 x 18 mm biliary express stent was advanced over the wire and positioned across the gastric area lesion. The stent was deployed. After placement of the stent within the celiac, access was gained into the left gastric artery with the renegade microcatheter. Two regions of active extravasation were noted near the ge junction of esophageal and gastric branches. Embolization was performed by a gelfoam slurry followed by three 3x2mm coils deployed into the junction of the esophageal and gastric branches. Follow up arteriogram was obtained. The catheter, sheath and wires were removed. A closure device was used. The patient appeared to tolerate the procedure well without evidence of immediate post procedure ill effect. The patient's status is reported as "fine". Impression was there was high grade median arcuate ligament syndrome.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.